Manufacturer narrative:
There was no report of any da vinci product issues associated with this event, therefore; no product was returned for failure analysis investigation. The following concomitant products were used during this procedure: 0 degree endoscope plus, 30 degree endoscope plus, monopolar curved scissors, large needle driver, prograsp forceps, fenestrated bipolar forceps, mega suturecut needle driver. A site history review found no complaints were made for the instruments used during the procedure. A review of the intraoperative system logs for the duration of the procedure show the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures performed on the system found it functioned normally with no intraoperative events or issues. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of an injury to a vessel while attempting to place mesh. Although there was no allegation against any intuitive surgical product or instrument, how the injury occurred was not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy with sacrocolpopexy, an unspecified critical vessel was nicked causing significant bleeding; the patient died in the operating room. The site robotics coordinator informed the intuitive clinical sales representative that event occurred during the sacrocolpopexy portion of the procedure while the surgeon was placing the pelvic mesh, chest compressions were performed but resuscitation efforts were not successful. There was no allegation that any da vinci system, instrument or accessory caused or contributed to the reported patient death. Multiple attempts to obtain additional information from the surgeon have been made; however, no further details have been received.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. The surgeon who performed the procedure stated this event was due to human error, not a device malfunction, and declined to provide any additional information.

Event description:
Refer to h11 for follow-up information.